Event description:
Plum pump (triple) with nipride delivered 250cc (50mg) over four hours. Rate was set at 4.3 cc/hr at the highest rate and averaged 2.9 the majority of the time. The pt required increased monitoring and medical intervention (add'l lab work) as a result.